Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported arrhythmia could not conclusively be determined through this evaluation. The account communicated that the patient was having recurring runs of vt with pi elevations beginning on 03jan2020. The patient was treated with antiarrhythmic medication and cardioversion. The patient was reportedly stable with regard to arrhythmia but remained in the ICU for other issues (reported in MFR# 2916596-2020-00020). The account reported that the device was operating as intended but it was possible that the device contributed to the patient¿s arrhythmia. The patient remains ongoing on heartmate 3 lvas.. No product is available for investigation. No additional complaints have been reported at this time. The heartmate 3 lvas IFU cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Intracranial hemorrhage was reported under MFR# 2916596202000020. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced cardiac arrhythmias. The patient was treated with amiodarone bolus and cardioversion. Additional information provided from vad coordinator stated that the patient remained admitted due to intracranial hemorrhage. No further information provided.